Event description:
It was reported that after a first right hip revision surgery performed on (B)(6) 2009 (covered in (B)(4), the patient had a right hip failure. A second revision surgery was performed on (B)(6) 2021 to address this issue. During the revision, significant metallosis was found in the hip. The outcome of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a first right hip revision surgery performed on (B)(6) 2009, the patient presented persistent pain, discomfort on the lateral border of the right hip. A second revision surgery was performed on (B)(6) 2021 to address this issue. During the revision, significant metallosis was found in the hip and a debridement was performed. The modular head-sleeve and the acetabular cup were explanted and replaced with a competitor¿s system. The patient was later discharged and initiated physical therapy.

Manufacturer narrative:
Additional information added: a2 (date of birth), b6, b7, g4 (510k). Corrected data: b5 (narrative), d1, d4 (catalog number, UDI number), h6 (health effect - clinical code).

Manufacturer narrative:
Additional information: d10, h10. H3, h6: it was reported that a right hip revision surgery was performed due to persistent pain, discomfort on the lateral border of the right hip and significant metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the cup. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup. However, as the device is no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. With the information provided the clinical root cause of the reported metallosis cannot be confirmed and it cannot be concluded the metallosis was associated with malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H3, h6. It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Since part/lot details were not received for the acetabular cup for investigation no thorough manufacturing record review can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A review of the historical complaints data for the hemi head and sleeve was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints were identified to involve this batch for the hemi head and sleeve. Other similar complaints have been identified for the part number and the reported failure mode for the hemi head. However, as devices are no longer sold, no action is to be taken. No other similar complaints have been identified for the part number and the reported failure mode for the sleeve. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The =46mm bhr resurfacing system, hemi heads, sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. The available medical documents were reviewed. With the information provided the clinical root cause of the reported metallosis cannot be confirmed and it cannot be concluded the metallosis was associated with malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Internal reference number.